Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient's right shoulder was revised after patient suffered several falls and complained of pain. The glenoid baseplate was found to have loosened. Surgeon decided to use bone allograft in the glenoid and a humeral head on the existing stem.

Manufacturer narrative:
The reported event that baseplate was alleged of 'implant - dislocated' could be confirmed. Based on investigation, the root cause was attributed to be patient related. The failure was caused by as it was reported that the patient suffered several falls. The device inspection revealed the following: some damages and deformations are clearly visible on the returned implants. The close up views (done by the microscope) showing the deformations of the screw holes in the baseplate, which clearly indicate that the force during the patient falls must have been immense. Which resulted in the dislocation of the 3 returned screws. It is also quit evident that the glenosphere is badly worn, which indicates, as the patient had several falls, that the implant positioning afterwards was not correct anymore. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Note that we are still waiting for a statement of our medical expert. If any further information is provided which differ from the current determination, the investigation report will be updated.

Event description:
It was reported that patient's right shoulder was revised after patient suffered several falls and complained of pain. The glenoid baseplate was found to have loosened. Surgeon decided to use bone allograft in the glenoid and a humeral head on the existing stem.